Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots were recorded on (B)(4) 2014. Visual inspection revealed that the battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the cover. No battery cap was returned with the pump. A test battery cap and the returned cartridge cap were used to complete all testing. The pump was exercised for 24 hours with no power reboots occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was observed. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.